Manufacturer narrative:
(B)(4). Date sent: 3/18/2025. Investigation summary: a 13 beads linx device was returned in used condition. The device was returned in a locked position. The device was received with two beads separated. The link is not visible in the device returned but tooling marks were noted on the beads likely from the surgical tools used during implant/explant procedures. Two sutures knotted on the clasp beads were observed during the visual assessment. One suture is white, and the other suture is green consistent with the finished good and the knots on the sutures are extremely close to the hole in the device which would be very difficult to tie while in the patient. It is unknown the reason because the sutures are still present in the explanted device. These observations are consistent with an explanted linx device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2025 additional information was requested, and the following was obtained: was the device found to be discontinuous upon explant? Notable to say is it was or wasn't.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. B3: only event year known: 2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device has eroded into the patients esophagus. No explant date scheduled at this time.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2025. Additional information received: spoke with person in surgeon¿s office who indicated device will be explanted tomorrow but is not discontinuous. Device has eroded into esophagus and 2 -3 beads are visible on endoscopy. There is no perforation and patient is able to swallow. Insurance has approved removal. Received copy of egd report with patient info redacted. Female. Dob (B)(6) 1984. Dysphagia. Photo analysis: an x-ray image/x-ray images of the device in vivo was/were reviewed by a medical safety officer. As per medical safety officer: obvious device erosion by egd. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2025. See attachment.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. Corrected data d4: UDI#. A manufacturing record evaluation was performed for the finished device lot number 8951, and no non-conformances related to the malfunction were identified. Lot 8951 was an affected lot of the 2018 linx recall. Additional information was requested, and the following was obtained: what was the date of implant? Still waiting more information from account. If the device has been removed, what was the date of explant? Hasn¿t been removed yet. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Waiting information has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Still waiting more info are pictures or videos available? Still waiting information how many beads eroded? Still waiting more info where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient?

Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2025. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Images of the returned device and graphs from tensile testing are attached. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. A suture wire knotted on a wire was observed during the visual assessment. It is known that sometimes, during the explant procedure, a suture is placed on the device to aid in the extraction of the device. Hence, it is presumed that the suture was placed by the explant facility during the explant procedure. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number 8951, and no non-conformances related to the malfunction were identified. Lot 8951 was an affected lot of the 2018 linx recall.